Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008: the patient underwent cervical MRI, which reveals peridiskal spurring on the left side, creating stenosis of the central canal and actually some moderate really non-compressive stenosis at that level. Impression: the cervical bar at c3-4 may be the cause of her neck and shoulder pain. Degenerative disease in the lumbar spine as the cause of her back pain. On (B)(6) 2009: the patient underwent lumbar MRI revealed that she has a grade 1 degenerative spondylolisthesis at l4-5. The l4 nerve roots are getting impinged on as they go laterally around the disk. Impression: cervical spondylosis improved with conservative treatment; degenerative lumbar spondylolisthesis at l4-5 with stenosis. On (B)(6) 2009 : the patient presented with l4-l5 spondylolisthesis and stenosis. The patient underwent l4-5 laminectomy, foraminotomy, facetectomy and decompression; l4-5 t-lift with camp stone implant, autograft bmp; l4-5 posterior fusion of bmp, nastergraft putty and autograft; l4-5 instrumentation with legacy instrument, legacy titanium screws; stealth sterotactic interoperative navigation; harvest of local bone graft. The patient underwent surgery in which screws were placed under stealth navigation and c-arm guidance into l4 and ls on both sides. The disk space from the left was cleaned and then cleaned the end plates off. After this was done, placed some bmp and bone chips into the center of the disk space and put in a size 10 x 26 capstone interbody bone graft, which was filled with bmp and bone chips at the center. Laid nastergraft putty with bmp and some autograft and bone chips in there. After this was done, we drilled out the transverse process from both sides and laid mastergraft putty with rhbmp-2/acs and some autograft and bone chips in there. After all of this was completed, placed size 45 millimeter rods on both sides, achieved compression and tightened the screws and torqued it off. Doctor then irrigated the wound with copious amounts of saline before the bmp and mastergraft putty was placed and achieved closure in layers using 0 vicryl to the fascia and subcutaneous tissue and 3.0 nylon for the skin. On (B)(6) 2009: the patient had developed pulmonary issues and retention of carbon dioxide. The patient can breath more comfortably. She is not intubated. Her saturations are about 95 percent. She did have CT of her chest to rule out pulmonary embolus. On (B)(6) 2009: patient underwent chest x-ray showed a right-sided infiltrate. Patient had respiratory issues currently. She was on bilevel positive airway pressure and recent blood gas showed an elevated pco2. On (B)(6) 2009: the patient underwent x-rays that showed stable construct. The capstone cage is in the most posterior aspect of the disk space but appears essentially unchanged from to come out of the tlso brace. On (B)(6) 2009: the patient underwent CT abdomen and pelvis with contrast. Impression: proximal sigmoid diverticulitis. No organizing fluid collection; stable hepatic and renal cysts. On (B)(6) 2009: the patient underwent CT abdomen and pelvis with contrast. Impression: innumerable diverticula without evidence of diverticulitis; stable hepatic and renal cysts. On (B)(6) 2009: the patient underwent colonoscopy surgery. Impression: diverticulosis in the sigmoid colon. Narrowing and discomfort in this region suggestive of extrinsic adhesions. On (B)(6) 2009: the patient presented with pre-operative diagnosis of chronic sigmoid diverticulitis the patient underwent rtc for follow-up that showed high-risk surgery status and some ongoing issues. And also she underwent CT abdomen and pelvis with contrast. Impression: findings consistent with chronic diverticulitis of the sigmoid colon; complex cyst lower pole of the left kidney, likely hermorrhagic cyst; numerous hepatic cysts (B)(6) 2009: the patient presented with pre-op diagnosis of diverticulitis. The patient underwent laparoscopic assisted sigmoid cole ctomy; complete takedown of splenic flexure; rigid proctoscopy; left ureteral stent placement by urology; cystoscopy and left ureteral stent; left retrograde reteropyelogram. On (B)(6) 2010 : the patient underwent a lumbar MRI which interestingly revealed that synovial cyst in lateral recess compression at l3-4 on the left side. Impression: this patient's radicular pain going all the way to the foot might suggest either the l4-5 root. She clearly has a synovial cyst with compression to l3-l4. On (B)(6) 2010 : the patient underwent CT myelogram, that showed a very solid fusion at l5-s1 level. There is a large osteophytic spur emanating from the back of the interbody fusion. On (B)(6) 2010 : the patient presented with l4-5 fusion with severe lateral recess stenosis on the left and l5 radiculopathy. The patient underwent left l4-5 hemilaminectomy, partial facetectomy, and excision of large bony spike for decompression of lateral recess. The patient had developed leg pain along the left. She had a CT myelogram done which showed a large bony spur emanating from the fused disk space with what looked like some potentially heterotopic bone growth over the top of her interbody graft. There was a mild amount of pressure being put on the thecal sac and nerve root by the lateral margin of the graft. A localizing x-ray was taken to identify the location of the hardware relative to her skin incision. On (B)(6) 2012: the patient presented with preoperative diagnosis fbss. Impression: successful caudal epidural steroid injection done via catheter to the l4 level with hylenex 150u/ml, decadron 10mg/ml, lidocaine and normal saline; epidurogram demonstrating spread covering the l4-s2 levels; no motor or sensory deficits prior to discharge.

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.